Manufacturer narrative:
Continuation of d10: 5076-45 lead; implant date (B)(6) 2009. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead triggered an out of range (oor) alert for low pacing impedance and the impedance was measuring 0 ohms. Two days later, the patient presented to the emergency department (ed) due to cardiac arrest. It was noted that the right ventricular (rv) lead exhibited undersensing and oversensing due to morphology and a lead integrity alert (lia) occurred for sensing integrity counter (sic) and high rate non-sustained episodes. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported the patient passed away, the physician noted they felt the device system function to be normal. Additionally, the device had been programmed in vvi mode.